Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper syndrome is a known complication of a peg tube placement. Instructions for use indicates once the stoma site is healed, the abbvie peg tube should be mobilized. Push the abbvie peg tube carefully 3-4 cm into the stoma and move the tube in a bi-directional motion (back and forth) every time the dressing is changed. When doing so the tube should not be turned or rotated under any circumstances to prevent the formation of loops and dislocation of the abbvie j tube. It is important for the tube to move freely in the stoma to prevent the internal retention plate from becoming embedded (¿buried bumper syndrome¿). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019 it was reported that the patient sometimes experiences difficult mobilization of the peg and occasional light abdominal pain in the area of the stoma. On (B)(6) 2019 it was reported an endoscopy was conducted and revealed the beginning of a buried bumper, despite correct and daily tube mobilization of the peg by the patient. Peg shall be attached very loose in the next weeks so that the stomach lining around the stoma can regress. The next step is a peg change (in 1 to 2 months) with internal closure (clip) of the fistula from the inside with retention of the old stoma planned.